Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device originally received on (B)(4) 2013. A review of synthes device history records revealed that part number 03.616.042 lot number 6778558 was manufactured by rms company. The parts were inspected to the synthes incoming final inspection sheet number ns050657. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was returned because it had missing threads. The device was received at service and repair who conducted a visual evaluation and determined the device could not be repaired. The device was discarded. There is no further information available for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is an instrument and is not an implant/explant. The item was received with missing threads. A service history of the past three years has been reviewed. No service history review can be performed as this is a lot controlled item.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
It was reported device was missing threads. It was also reported that the device did not malfunction during surgery while being used on patient. The event occurred on an unknown date. This report is for a locking holding sleeve - standard for matrix. This is 1 of 1 device for this event reported on complaint (B)(4).